Event description:
Alleged when the left siderail is connected, the bed will lower on its own.

Manufacturer narrative:
The facility's maintenance found the hi/low switch was stuck. The facility replaced the switch to repair the bed.